Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported while a patient had been wearing a pod pal in the water for longer than 48 hours they had experienced an allergic reaction to the adhesive. In addition once the pod was removed from the insertion site, (abdomen) the patient had a scar.